Event description:
It was reported that during preparation, the clip opened to about 20 degrees while establishing final arm angle (efaa). Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opens during efaa was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip opens during efaa appears to be related to a potential product issue. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Na.

Event description:
It was reported that during preparation, the clip opened to about 20 degrees while establishing final arm angle (efaa). Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.